Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was evaluated at the customer site. The reported error message user advisory (ua) 41 was cleared by zoll regional sale representative. Therefore, the autopulse platform will not be returned for evaluation. Fully charged li-ion batteries were installed into the platform and no error messages were displayed during functional testing. The platform is working as intended for use. User advisory error messages are designed into the platform when one of several conditions is detected. Error message ua 41 indicates that the temperature of the patient contact surface exceeds 45 degree celsius for more than five minutes (triggers temperature sensor near battery bay). The probable root cause of the reported issue could be due to the device been stored in a hot environment, or in a hot vehicle or exposed to direct sunlight for a period of time that caused the internal temperature of the platform to increase. The ideal device storage temperature should be around from -20 to 65 degree celsius (without batteries). Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints for autopulse sn (B)(4).

Event description:
As reported that during device check, the autopulse platform (sn: (B)(4)) was displaying error message user advisory (ua) 41 (patient temperature sensor failure). No patient involvement was reported.